Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Visual inspection found, the instrument pitch cable was derailed. The pitch cables were loose at the distal end. The blue housing was removed and found pitch cables were derailed at the clamping pulley. The pulley exhibits some bio-debris. The cable was sitting between two pulleys and had lost tension effecting the instrument motion. The clamping pulley screws were still tight. Additional observation by failure analysis found the instrument pitch down cable was frayed at the distal end. The small frayed strands stuck out at the wrist. The instrument grip cable was derailed from the clamping pulley. There was some bio-debris at the clamping pulley. The instrument main tube had scratch marks/ abrasions. The distal end of main tube had various scratch marks with light material removed. The scratches are .199 - .052 in length and not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed cable and main tube scratches were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci prostatectomy procedure, the prograsp forceps instrument's tip turns to one side. Impossible to straighten it. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.